Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), alopecia ("hair came out cause of it") and tooth loss ("teeth come out"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, alopecia and tooth loss outcome was unknown. The reporter provided no causality assessment for alopecia, medical device removal and tooth loss with essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.